Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It has been reported that the patient was experiencing discomfort and irritation at the insertion site. The skin appeared bulbous, red and swollen. The patient was prescribed flonase by their hcp to use at the insertion site to avoid allergic reactions. No further information on the event was provided. Further information has been solicited but not provided.